Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller was defective. The field service engineer conducted a verification using a meter and replaced the drawer controller. Additionally, the engineer reseated the pyxibus cable, retractor band cable, and row board cable to resolve the issue. All drawers were subsequently tested and confirmed to be functioning correctly during diagnostics. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it was not powering on. The customer reported that the malfunction resulted delay in providing the medication to the patient and ultimately obtained the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.